Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed repeated ¿unable to proceed¿ alerts during a supply change at the fill tubing step, with no initial alarm messages, and the user could not seat the cartridge or observe insulin drops until all supply components were replaced; after replacing the cartridge, connector, and infusion set/tubing, normal operation resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem associated with the supply change process, consistent with an occlusion or seating issue during fill tubing, which resolved with replacement of the implicated supply components. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.